Event description:
Info received indicates the right siderail is not latching.

Manufacturer narrative:
The tech found the screw which holds the latch plate was missing. The tech replaced the screw to repair the bed.